Event description:
It was reported that during the procedure, while impacting the femoral stem the inserter broke while be impacted with the mallet. There was no harm or health impact to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6 upon visual inspection the device had fractured at the weld location. There is scuffing and wear marks to the head of the inserter shaft. The strike plate has multiple indentations. The event was confirmed via the evaluation of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. A definitive toot cause cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.